Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced bent cannulas with multiple infusion set sites. Blood glucose (bg) level was impacted (300 mg/dl) and was addressed via manual injections. The customer could not provide the infusion set manufacturer.